Event description:
The rptr had health problems for years, almost the entire time she had implants in. For a long time the rptr never thought her implants were the cause. Then she found out other women with implants were having the same problems, so then rptr knew. Her right breast was always bigger and harder. They started bothering her a lot. The longer she had them the more they hurt and bothered her. Rptr also got sicker. Her regular md said she could have them out if they were bothering her. The plastic surgeon rptr went to at that time took them out. Rptr is so glad they are out; no more implants.